Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening in posterior side assessed as fold flaw opening. Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. Wear abrasion is observed. Craters observed on the shell. Dark ring observed on the shell.

Event description:
Healthcare professional reported "rupture" confirmed via MRI against right device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Healthcare professional reported the device has been explanted.